Manufacturer narrative:
Evaluation summary: only the stent, stylette and protective sheath were received for evaluation. The stent delivery system was not returned; therefore, the stent ID serial number could not be clarified and the individual crimp value for this unit could not be obtained. The stent and sheath were still on the stylette. Some stent crowns had become less adjacent under the sheath. A small amount of blood residue was evident on the outside of the sheath mostly likely due to handling. Recreations carried out have shown that the incorrect placement of the fingers when removing the device from the hoop or when removing the sheath from the balloon can potentially result in the stent slipping off the balloon a seen on the returned device. Communication from the field reported that no resistance was encountered on removal of the protective sheath and that the physician handled the device following instruction; however, it appears most likely that the stent od profile was disturbed as the stent was removed from the balloon. The device has not been identified as the root cause of the event. Based on recreations completed and review of the returned stent it appears most likely that the device failure was related to user handling of the device during preparation. (B)(4). Results and conclusions: damage to the returned stent is consistent with incorrect technique on removing protective sheath based on recreation studies.

Event description:
An attempt was made to deploy a 3.0mm diameter x 24mm length endeavor rx drug-eluting coronary stent into a patient; however, during attempt to expand the endeavor stent, it was found that the relevant stent was not on the balloon of the stent delivery system. The relevant stent was discovered in the protective sheath. The relevant device was removed from the patient and the procedure was completed deploying one other endeavor rx stent. The patient is reported to be fine and no other sequelae were reported.